Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of above 500 mg/dl. The customer did not experience any symptoms. Troubleshooting was declined by the customer for high blood glucose. The customer was treated with insulin for high blood glucose. The customer stated that reservoir lip ring was cracked. The reservoir was able to lock in place. The insulin pump will be returned for analysis.